Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The explanted device was sent to cochlear with no paperwork. Information was requested from the healthcare providers. Reportedly, the patient complained of headaches and vertigo beginning in 2007. The surgeon reportedly stated that the electrode array was partially inserted into the cochlea. Eleven electrodes were deactivated in the sound processor program. Testing of the device reportedly showed normal device function. Reprogramming was reportedly recommended (no dates provided). No further information was provided.